Event description:
The customer reported "sometimes when he charges the pump it does not charge. He must keep cleaning it out". There was no reported adverse impact to the customer. The customer declined follow up from tandem technical support regarding the issue. No additional patient or event information was available.